Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the preloaded intraocular lens (iol) was not used, the lens was crunched up and the surgeon suspected the iol was not loaded properly. The iol was not used or inserted. No further information is available.